Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer stated that the numbers kept scrolling when entering the insulin units. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump had pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window and reservoir tube window.